Manufacturer narrative:
Status and location of the device is currently unknown.

Event description:
It was reported that two ozark screws fractured post operatively. It is unknown if the patient experienced any symptoms or if a revision is planned. This record represents the first of the two screws.

Event description:
It was reported that two ozark screws fractured post operatively. It is unknown if the patient experienced any symptoms or if a revision is planned. This record represents the first of the two screws.

Manufacturer narrative:
Visual, functional, dimensional, and material analysis were unable to be considered since the device/images were unavailable for evaluation. Device and complaint history records could not be reviewed as a valid lot code was not provided and could not be obtained. It was reported that ozark screws fractured post-operatively. The screw fractures were unable to be confirmed based on the available information. No images of the construct were available for inspection and the construct was unable to be properly evaluated. It is not clear what may have caused the screw to fracture, although it is possible that factors such as pseudoarthrosis and/or dynamic loading contributed to the issue. Ultimately, a cause could be determined based on the available information.